Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 220220905, lot # 1436368; part # 220225509e, lot # 070114035710; part # 220222905, lot # 0901189568; part # 200347901, lot # 1450201; part # 200009902, lot # 1447421; and part # 200011902, lot # 1425824. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Approximately 5 years post-op, allegedly, it was determined that patient needs a revision surgery. Prophecy invision will be used to replace the old implants.